Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. He01181) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('likely migrated') and pelvic pain ('pain') in an adult female patient who had essure (batch no. He01181) inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included tramadol. The patient's medical history included lower abdominal pain, pruritus, rash, headache, numbness in hand, dysmenorrhea, adenomyosis and dyspareunia. Concurrent conditions included abdominal discomfort, frequent periods, heavy periods, uterovaginal prolapse, unspecified, pelvic pain female, depression and crohn's disease. On an unknown date, the patient started tramadol at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abdnormal bleeding"), bladder disorder ("bladder complications"), gastrointestinal disorder ("bowel complications"), urinary tract disorder ("urinary problems") and mental disorder ("psychological issues"). The patient was treated with surgery (vaginal hysterectomy including salpingooophorectomy uterolysis). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, bladder disorder, gastrointestinal disorder, urinary tract disorder and mental disorder outcome was unknown. The reporter considered bladder disorder, device dislocation, gastrointestinal disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: show that both sterilization devices are in correct position.. Lot number: he01181, UDI: (B)(4), production date: 2015-09-25 and expiration date: 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. He01181). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Lot number:he01181, UDI: (B)(4). Production date: 2015-09-25, expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('likely migrated') in an adult female patient who had essure (batch no. He01181) inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included tramadol. The patient's medical history included lower abdominal pain, pruritus, rash, headache, numbness in hand, dysmenorrhea, adenomyosis and dyspareunia. Concurrent conditions included abdominal discomfort, frequent periods, heavy periods, uterovaginal prolapse, unspecified, pelvic pain female, depression and crohn's disease. On an unknown date, the patient started tramadol at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abdnormal bleeding"), bladder disorder ("bladder complications"), gastrointestinal disorder ("bowel complications"), urinary tract disorder ("urinary problems") and mental disorder ("psychological issues"). The patient was treated with surgery (vaginal hysterectomy including salpingooophorectomy uterolysis). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, bladder disorder, gastrointestinal disorder, urinary tract disorder and mental disorder outcome was unknown. The reporter considered bladder disorder, device dislocation, gastrointestinal disorder, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: show that both sterilization devices are in correct position. Lot number: he01181, UDI: (B)(4), production date: 2015-09-25 and expiration date: 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jul-2022: summons received. Events: pain; abnormal bleeding; complications including bladder, bowel, and urinary problems; and psychological issues added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("likely migrated") and pelvic pain ("pain") in a 38 year-old female patient who had essure inserted (lot no. He01181). Additional non-serious events are detailed below. The patient had a medical history of rash (patient reports allergic reaction of itching skin, rash, headache, and vomiting, has been taking tramadol since (B)(6) 2019 but just 1 dose, yesterday took full 8 tablets and woke up with itchy rash, unsure whether reaction to tramadol or something else. Has taken piriton which has settled the rash and itching) on (B)(6) 2019, dyspareunia, adenomyosis, dysmenorrhea, numbness in hand, headache, pruritus and lower abdominal pain. No known drug allergies. Concurrent conditions were listed as intervertebral disc prolapse since 2014, oral contraception (progesterone only) since 2010, crohn's disease since 2007, depression since 2005, smoker (5 cigarettes per day) since 2003 as well as pelvic pain female, uterovaginal prolapse, unspecified, heavy periods, frequent periods and abdominal discomfort. The only concomitant product mentioned was tramadol since (B)(6) 2019. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1497 days after essure insertion, she experienced heavy menstrual bleeding ("menorrhagia"). An unknown time later she experienced device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder complications"), gastrointestinal disorder ("bowel complications") and mental disorder ("psychological issues"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy bilateral salpingo-oophorectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device dislocation, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2016: normal uterine cavity. An essure device was easily inserted in both fallopian tubes [laparoscopy] on (B)(6) 2021: procedure: vaginal hysterectomy including salpingooophorectomy, uterolysis. Findings: normal uterus, ovaries and fallopian tubes. Hysteroscopy sterilization visible ¿ likely migrated ¿ removed [sigmoidoscopy] on (B)(6) 2018: abnormal [ultrasound scan] on (B)(6) 2017: show that both sterilization devices are in correct position [vitamin b12] on (B)(6) 2021: low lot number:he01181 UDI: (B)(4) production date (B)(6) 2015 expiration date (B)(6) 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new event added: menorrhagia. Lab data and medical history updated. Laparoscopic total abdominal hysterectomy bilateral salpingo-oophorectomy was performed on (B)(6) 2021. Upon internal review, tramadol medication was changed from co-suspect to concomitant (indication not provided; none of the events was mentioned in connection with tramadol). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("likely migrated") and pelvic pain ("pain") in a 38 year-old female patient who had essure inserted (lot no. He01181). Additional non-serious events are detailed below. The patient had a medical history of rash (patient reports allergic reaction of itching skin, rash, headache, and vomiting, has been taking tramadol since (B)(6) 2019 but just 1 dose, yesterday took full 8 tablets and woke up with itchy rash, unsure whether reaction to tramadol or something else. Has taken piriton which has settled the rash and itching) on (B)(6) 2019, dyspareunia, adenomyosis, dysmenorrhea, numbness in hand, headache, pruritus and lower abdominal pain. No known drug allergies. Concurrent conditions were listed as intervertebral disc prolapse since 2014, oral contraception (progesterone only) since 2010, crohn's disease since 2007, depression since 2005, smoker (5 cigarettes per day) since 2003 as well as pelvic pain female, uterovaginal prolapse, unspecified, heavy periods, frequent periods and abdominal discomfort. The only concomitant product mentioned was tramadol since (B)(6) 2019. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1497 days after essure insertion, she experienced heavy menstrual bleeding ("menorrhagia"). Essure was removed on (B)(6) 2021. On unknown date she experienced device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder complications"), gastrointestinal disorder ("bowel complications"), mental disorder ("psychological issues") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy bilateral salpingo-oophorectomy on (B)(6) 2021). At the time of the report, the outcomes for device dislocation, pelvic pain, genital haemorrhage, heavy menstrual bleeding, urinary tract disorder, bladder disorder, gastrointestinal disorder and mental disorder were unknown. The reporter considered bladder disorder, device dislocation, dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: discrepancy noted in date explanted: (B)(6) 2021 these have included secondary symptoms such as urinary symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: not reported [hysteroscopy] on (B)(6) 2016: normal uterine cavity. An essure device was easily inserted in both fallopian tubes [laparoscopy] on (B)(6) 2021: procedure: vaginal hysterectomy including salpingooophorectomy, uterolysis. Findings: normal uterus, ovaries and fallopian tubes. Hysteroscopy sterilization visible ¿ likely migrated ¿ removed [sigmoidoscopy] on (B)(6) 2018: abnormal [ultrasound scan] on (B)(6) 2017: show that both sterilization devices are in correct position [vitamin b12] on (B)(6) 2021: low lot number:he01181 UDI: (B)(4) he01181 production date 2015-09-25 expiration date 2018-09-28 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:dyspareunia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: reporters,lab data added..dyspareunia event added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("likely migrated") in an adult female patient who had essure inserted (lot no. He01181). An additional suspect product was tramadol. The patient had a medical history of dyspareunia, adenomyosis, dysmenorrhea, numbness in hand, headache, rash, pruritus and lower abdominal pain. Concurrent conditions were listed as crohn's disease, depression, pelvic pain female, uterovaginal prolapse, unspecified, heavy periods, frequent periods and abdominal discomfort. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. On an unknown date, the patient started tramadol at an unspecified dose and frequency. On an unknown date she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (vaginal hysterectomy including salpingooophorectomy uterolysis). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2017: show that both sterilization devices are in correct position. Lot number: he01181. UDI: (B)(4). Production date: 2015-09-25. Expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-may-2022: medical record received. Event medical device removal is replaced with essure migration. Concomitant conditions were added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("likely migrated") and pelvic pain ("pain") in a 38 year-old female patient who had essure inserted (lot no. He01181). Additional non-serious events are detailed below. The patient had a medical history of rash (patient reports allergic reaction of itching skin, rash, headache, and vomiting, has been taking tramadol since (B)(6) 2019 but just 1 dose, yesterday took full 8 tablets and woke up with itchy rash, unsure whether reaction to tramadol or something else. Has taken piriton which has settled the rash and itching) on (B)(6) 2019, dyspareunia, adenomyosis, dysmenorrhea, numbness in hand, headache, pruritus and lower abdominal pain. No known drug allergies. Concurrent conditions were listed as intervertebral disc prolapse since 2014, oral contraception (progesterone only) since 2010, crohn's disease since 2007, depression since 2005, smoker (5 cigarettes per day) since 2003 as well as pelvic pain female, uterovaginal prolapse, unspecified, heavy periods, frequent periods and abdominal discomfort. The only concomitant product mentioned was tramadol since (B)(6) 2019. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1497 days after essure insertion, she experienced heavy menstrual bleeding ("menorrhagia"). Essure was removed on (B)(6) 2021. On unknown date she experienced device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder complications"), gastrointestinal disorder ("bowel complications"), mental disorder ("psychological issues"), back pain ("low back pain radiating down left leg"), dysuria ("some tingling passing urine"), constipation ("bowels not open for two days"), abdominal pain lower ("abdominal cramps / luq pain"), abdominal rigidity ("abdominal spasm"), mucous stools ("troubled with mucus and has urgency"), defaecation urgency ("urge to open her bowels "), abdominal distension ("abdominal right side swollen and hard"), abdominal pain upper ("upper abdominal pain started yesterday, sharp in nature, radiating to the back worsening"), abdominal pain ("left sided abdo pain, sharp in nature") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy bilateral salpingo-oophorectomy on (B)(6) 2021). At the time of the report, the outcomes for device dislocation, pelvic pain, genital haemorrhage, heavy menstrual bleeding, urinary tract disorder, bladder disorder, gastrointestinal disorder, mental disorder, back pain, dysuria, constipation, abdominal pain lower, abdominal rigidity, mucous stools, defaecation urgency, abdominal distension, abdominal pain upper, abdominal pain and adenomyosis were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abdominal rigidity, adenomyosis, back pain, bladder disorder, constipation, defaecation urgency, device dislocation, dyspareunia, dysuria, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, mental disorder, mucous stools, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: discrepancy noted in date explanted: (B)(6) 2021. These have included secondary symptoms such as urinary symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2021: uterus and tubes come back normal, uterus suggesting adenomyosis only which would have explained the heavy periods and pain associated with this [hysterosalpingogram] on (B)(6) 2017: not reported. [Hysteroscopy] on (B)(6) 2016: normal uterine cavity. An essure device was easily inserted in both fallopian tubes. [Laparoscopy] on (B)(6) 2021: procedure: vaginal hysterectomy including. Salpingooophorectomy, uterolysis. Findings: normal uterus, ovaries and fallopian tubes. Hysteroscopy sterilization visible ¿ likely migrated ¿ removed. [Sigmoidoscopy] on (B)(6) 2018: abnormal. [Ultrasound scan] on (B)(6) 2017: show that both sterilization devices are in correct position. [Vitamin b12] on (B)(6)2021: low. Lot number: he01181 UDI: (B)(4) production date 2015-09-25 expiration date 2018-09-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:dyspareunia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jul-2024: medical record received. New events were back pain, dysuria , constipation, adenomyosis, abdominal cramps, abdominal spasm, mucus stools, urge to open bowel, abdominal swellings, upper abdominal pain added. Medical history, lab data updated. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.